Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 2 years and 11 months post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. In this case, there is no indication of product quality issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.